Manufacturer narrative:
Section d: product code corrected beckman coulter identifier is case-(B)(4).

Manufacturer narrative:
Beckman customer technical specialist assisted the customer troubleshoot over the phone. The cts reviewed dxa event logs they reviewed error logs and dxa settings, finding no consistent errors during testing cts guided the customer through removing and reloading the pth sample, and it was tested on another dxi analyzer successfully. The dxa was also rebooted. Cts attempted to replicate the error with a new test sample, and the test sample did not show any errors and worked as expected. The cts was unable to reproduce the issue. The sample successfully processed with normal results after being reloaded. Based on the current information, there's insufficient evidence of a system malfunction, and the probable cause is unknown. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a parathyroid intraoperative specimen (pth) failed to run on the dxi analyzer after the dxa main primary drive dual transport automation system loaded the patient sample. The sample tracking log showed the sample was loaded but did not process. An error stating "las tube exited the connector unit with no test ordered" was displayed. This delay in results impacted patient care, which resulted in the prolonged surgery. The patient sample was removed, reloaded and processed without errors on another dxi analyzer. There was no report of change to treatment, injury, or death associated to this event. There was no harm to the patient due to the prolonged surgery.